Manufacturer narrative:
The product was not returned for analysis. A qualified lens and viscoelastic were indicated. The qualified handpiece for the lens/cartridge combination used would be the company handpiece; a company handpiece was indicated. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The company handpiece indicated is not the qualified handpiece for the indicated clareon lens model. Per the instruction for use IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company toric iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag the IFU also instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a crack was found in the iol optic (at the base of the haptic). The iol was cut and removed. Another iol was implanted, and the surgery was completed. Although the physician reported it as a crack, the staff commented that it could be cartridge coating. Additional information received from the physician stated the postoperative course of the surgery was no problem. He said there was only one thing that was disappointing. He had originally planned to insert a toric lens, but due to the failure of two lenses, including the backup, he had to insert a regular monofocal lens, and thus the astigmatism reduction was unable to be performed as originally planned. There are two medical device reports associated with this report. This report is for 1st lens.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).